Event description:
Left motor off chair has a heat smell coming from left brake and motor does not stop or slow down keeps rolling.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.